Event description:
A total of (B)(4) patients presenting with stemi for ppci in the period (B)(6) 2014 ¿ (B)(6) 2017 were included. Thirty-one patients received absorb bioresorbable scaffold (brs) and 35 received xience pro stent delivery system (sds). The absorb and xience pro stents may be related to the following: malapposition, myocardial infarction, stent thrombosis, target lesion and target vessel revascularization, nontarget lesion and vessel revascularization, stable angina pectoris, cerebrovascular events, and admission for congestive heart failure or arrhythmias and cardiac death. One death occurred in each group; none were stent related. Details are listed in the article titled, "everolimus-eluting bioresorbable scaffold versus everolimus eluting metallic stent in primary percutaneous coronary intervention of st-segment elevation myocardial infarction: a randomized controlled trial".

Manufacturer narrative:
Literature attachment: article title: " everolimus-eluting bioresorbable scaffold versus everolimus eluting metallic stent in primary percutaneous coronary intervention of st-segment elevation myocardial infarction: a randomized controlled trial" the additional rx xience pro device referenced in b5 is filed under separate medwatch report number. The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A lot history record review and review of the similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of death, stroke, thrombosis, angina, heart failure, arrhythmia and myocardial infarction, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported difficulty to deploy and patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of procedure estimated as 08/01/2014. D4 - the UDI is not known as the part and lot number were not provided.